Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for less than an hour the pods cannula failed to deploy upon initial activation.

Manufacturer narrative:
The returned device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 1765 pulses. No damages or defects were observed that would result in a needle mechanism failure. Inspection of the device found the exposed portion of the soft cannula to be damaged. Investigation of the fluid path found that the exposed portion of the soft cannula was measured out of specifications. Due to the cannula being damaged, fluid did not exit the entire fluid path as intended. The timing and cause of this damage could not be determined. No other damages or deficiencies were observed during the investigation.